Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The probe was returned for analysis. Through visual and functional testing methods it was determined that with markers attached and fully seated, the returned probe was not able to verify displaying high geometry and divot error readings. The support arm for marker #3 is bent causing the high geometry error and the tip is bent causing the high divot error. Physical damage was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation instrument outside of procedure. It was reported that a damaged passive planar ball was noticed pre-operatively when verifying instruments. The probe was flashing in the tracking window and the error was hovering around .47 to .5. The case was done using another probe from another tray. No patient was present.